Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: "tpn channel alarming air in line. Nurse assessing line and getting air out of line. Nurse shut the channel of the pump when she realized fluid squirted out at the top of the pump. Nurse opened channel and assessed tubing. Tubing wet and sticky. Nurse disconnected line from patient and rn called to bedside to assess tubing with nurse. Fluid leaking from where the clear pump segment attaches to the blue pump segment. Beth np informed, special fluids order to provide electrolytes that tpn was providing. Nurse ordered a new bag of lipids. D10 run until new fluids arrived on unit from pharmacy."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22046081. D4: medical device expiration date: 26apr2025. H4: device manufacture date: 26apr2022. D4: medical device lot #: 22046164. D4: medical device expiration date: 26apr2025. H4: device manufacture date: 26apr2022. D4: medical device lot #: 22046165. D4: medical device expiration date: 26apr2025. H4: device manufacture date: 26apr2022. D10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. H6: investigation summary: 2 different tubes/1 syringe samples were received by the customer. It was reported by the customer that the tubing had air in the line and leakage from where the clear pump segment attaches to the blue pump segment. Prior to functional testing of the set (mat# 2432-0007) and other tubing set were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The sets were attached to an IV bag filled with water solution and allowed to prime using pump. The set was loaded into an alaris pump and an infusion run with a 125 ml/hr rate was started. The infusion was stopped after approximately 1 hour. There was no air bubbles observed on both sets. The customer complaint could not be replicated for air in line prompt on pump but leakage for one of the set (mat# 2432-0007) from lower fitment was observed because of small hole in tube and could be replicated. A device history record review for model 2432-0007 and lot number 22046081 was performed. A device history record review for model 2432-0007 and lot number 22046164 was performed. A device history record review for model 2432-0007 and lot number 22046165 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. An investigation will be performed, and the failure mode was found during the use, therefore, the root cause is related to the user due to misloading.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing had air in the line and leakage from where the clear pump segment attaches to the blue pump segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: "tpn channel alarming air in line. Nurse assessing line and getting air out of line. Nurse shut the channel of the pump when she realized fluid squirted out at the top of the pump. Nurse opened channel and assessed tubing. Tubing wet and sticky. Nurse disconnected line from patient and rn called to bedside to assess tubing with nurse. Fluid leaking from where the clear pump segment attaches to the blue pump segment. Beth np informed, special fluids order to provide electrolytes that tpn was providing. Nurse ordered a new bag of lipids. D10 run until new fluids arrived on unit from pharmacy".

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2021 was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: "tpn channel alarming air in line. Nurse assessing line and getting air out of line. Nurse shut the channel of the pump when she realized fluid squirted out at the top of the pump. Nurse opened channel and assessed tubing. Tubing wet and sticky. Nurse disconnected line from patient and rn called to bedside to assess tubing with nurse. Fluid leaking from where the clear pump segment attaches to the blue pump segment. Beth np informed, special fluids order to provide electrolytes that tpn was providing. Nurse ordered a new bag of lipids. Run until new fluids arrived on unit from pharmacy".